Manufacturer narrative:
H3: analysis of the wireless recharge (s/n: (B)(6)) revealed that the led's scroll continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Continuation of d10: product ID wr9220, lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the green battery lights on the recharger are flashing up and down very fast and the power button is not turning on. Caller said that first noticed this today about 15 minutes ago. When asked, caller said that the recharger is kept in a bag in between uses. With instruction, caller placed recharging device in the dock and pressed and held power button for about 5 seconds however the lights did not stop flashing and then performed a reset on the recharger. Caller repeated the process and tried the same steps again however the lights continued to flash. The lights were scrolling and the recharger was unresponsive. The issue was not resolved through troubleshooting. An email was sent to the repair department.